Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L2-5 posterior fusion. Tried removing screw and tip turned in screw head and screw did not move. Through different methods we tried to release the driver but to no avail. We removed driver and noted the tip had disfigured. The surgery continued and surgeon had to use another driver. Tried removing screw and tip turned in screw head and screw did not move. Through different methods we tried to release the driver but to no avail. We removed driver and noted the tip had completely snapped off in screw. We then had to cut a piece of rod and use an old innie to helicopter the screw in situ out. The surgery continued and surgeon had to use another driver. No delay or adverse event. Good outcome for patient. Huge frustration for surgeon.

Manufacturer narrative:
UDI: (B)(4). One (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400, lot no: 0709mi] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the driver¿s distal tip had fractured. The second half of the tip was not provided for analysis. Device was then sent to (B)(4) a research engineer for fracture analysis. The fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver tip (2797-12-400) becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.